Manufacturer narrative:
Edwards received additional information through follow up that the pvls were corrected intraoperatively and there were no reports of serious injury to the patient as a result. The root cause remains indeterminable, however, patient factors and procedural factors likely contributed to the event.

Event description:
Edwards received additional information through follow up. Per obtained medical records, during the procedure, the native valve was noted to be degenerative with significant calcification at the level of p2 and p3. The calcification was removed and after this, the annulus was reconstructed with an autologus pericardial patch. The valve was implanted intra annular using pledgeted mattress sutures. At this point the aortotomy was closed. The CABG x2 was finished. The aorta was declamped. The intraoperative echo showed several small pvls, one important at the level of a1. The aorta was reclaimed and a small tear was observed at the level of a3 requiring two single sutures with pledgets. Additionally a suture was added at the level of a1 in order to reduce possible pvl. The valve was checked again by echo, good biventricular function and minimal leakage around the mitral valve was observed. No further problems were observed.

Manufacturer narrative:
Additional manufacturer narrative: the device remains implanted; therefore, product evaluation was not performed. The clinical observation was unable to be confirmed. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. A manufacturing or product deficiency was not identified. A definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that 2 paravalvular leaks were observed in the anterior mitral leaflets 1 and 3 after mitral valve replacement. The patient was returned to the operative room to have the leaks corrected. Post-op echo showed little leaks that were not clinically significant.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.